Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was learned through implant patient registry that a 23mm 8300ab valve was explanted after an implant duration of 1 month and 7 days due to klebsiella pneumoniae endocarditis. The explanted valve was replaced with a 23mm 11500a valve. The patient outcome at the end of the procedure as in recovery.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 8300ab valve was explanted after an implant duration of 1 month and 7 days due to endocarditis with severe stenosis. The patient presented with heart failure. The explanted valve was replaced with a 23mm 11500a valve. The patient outcome at the end of the procedure as in recovery. Per additional information: subacute bacterial endocarditis (klebsiella pneumoniae sepsis) perivalvular abscess. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.